Event description:
It was reported that during a surgical procedure at the user facility, the handle of the saw was overheating. Back-up equipment was used to complete the procedure. No delay, o adverse consequences and no medical intervention were reported.